Event description:
Additional information received from the consumer reported that it had happened a couple of time and they didn¿t know why. The patient noted it had not happened since they called and they were reprogrammed on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated that patient uses stimulation during the day and charges everyday. However, for the past couple of weeks, patient has noticed when they wake up in the morning, their controller shows stimulation off but the patient didn't turn it off. Troubleshooting was unable to be performed caller didn't have a clinician tablet but stated ins is currently at 100%. Tss reviewed that ins may be depleting overnight and turning off or buttons may be being pressed erroneously on the controller. Tss suggested patient monitor charge level before bed as it may be getting low and may indicate it depletes during the night. Tss suggested patient could charge right before bed to maintain charge and therapy overnight. Tss reviewed that mdt rep can be requested to interrogate the ins with the tablet to obtain further recharge/depletion information.

Event description:
Additional information was received from the patient. Cause is unknown. It happened 2 times and didn't do it again. The technician reprogrammed the unit within the same time frame. Issue is resolved as far as they know. It has been working great after it was reprogrammed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.